Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with a neurostimulator for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stimulation. It was reported that stimulation was going down the patient¿s leg. The patient reported that they would get a large amount of pain from their groin to the inside of the right leg and ankle, when they turned stimulation up in order to get symptom control. The patient noted that sometimes the stimulation going down their leg would subside. The patient stated that they were in the non-voiding category in terms of symptom control. The patient noted that their urethra muscle never relaxes and that it had always been that way. The patient stated that their healthcare professional (hcp) was trying to naturally correct the muscle by using the stimulation. The patient had not had their post follow up appointment and was recommended to contact their hcp. No further complications were reported or were expected.